Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25aug2019. The service engineer se inspected the device and replaced the exhalation flow sensor. The ventilator was returned to use. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear.

Event description:
It was reported that the ventilator failed extended self-test (est) generating a flow error exhalation flow accuracy message. There was no patient involvement.